Event description:
The mother reported via phone call that customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. Customer stated the cause of their hospitalization was from hyperglycemia. The mother stated, the customer was wearing the insulin pump at the time of hospitalization. It was also reported, the customer was thirsty and frequently urinating from their blood glucose. It was also found the customer was shocked from a battery while jump starting a car prior to being hospitalized. The mother requested to have the insulin pump replaced. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.